Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, on (B) (4) 2007, the patient experienced facial nerve stimulation and facial nerve paralysis. A visit to the emergency room on (B) (4) 2008 resulted in the diagnosis of an unidentified virus. Reprogramming the device after the virus resolved itself resulted in some performance improvement. Subsequently, the patient desired explantation and the manufacturer became aware upon receipt of the explanted device on (B) (4) 2010.